Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, multiple cartridges were leaking and resistance was experienced during the fill process. Customer¿s blood glucose value was 285 mg/dl. The customer reverted to an alternate method of insulin therapy.